Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing low blood glucose episodes in the past. The caller stated that she was asleep and she received too much insulin. The customer slipped into a coma while asleep, but her children found her. Then the customer was hospitalized for four days, and she was admitted for rehab for three weeks after the event. The customer stated that she was advised to discontinue the insulin pump therapy and revert to insulin pen. No further information was provided.